Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve procedure, the patient suffered from a complication that according to the surgeon might have been caused by the harmonic blade getting very warm and entering in contact with gastric tissue. This resulted in a lesion to the patient's tissue. This incident unfortunately resulted in the patient's death. It is important to emphasize that it is a significant adverse event that occurred several years ago, but the surgeon reported it to sales area yesterday.

Manufacturer narrative:
(B)(4) date sent: 11/18/2016. Additional information: the device used during the surgery : ace36e.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: has the surgeon been in-serviced on heat management: yes; is the surgeon aware of the warnings in the IFU as to heat: yes; what heat management techniques were used during the procedure: no specific technique was used. At this time the surgeon was starting to use harmonic and didn¿t dominate the product; what part of the device is suspected of causing the burn: blade, shaft; how was it determined that the harmonic blade caused the burn and not another instrument: surgeons perception; where was the device being used when the burn occurred: dissecting the upper part of the stomach; when was the burn noticed: during the procedure, post-op: (when) post op because they needed to reintervene; on what date did the patient die: 6 years ago. No additional info was given; was an autopsy performed, if yes, what was cause of death indicated in report: no autopsy was made; can we obtain a copy of the autopsy report: no; if no autopsy was done, is the hospital attributing the patient's death to the device usage, if yes, please explain how they arrive at this conclusion, if not, what other patient factors/events led to the death: the death was because of the leak; why did the surgeon not report the death earlier: no specific answer;